Event description:
It was reported that the patient had been getting urinary tract infections from the purewick female external catheters. It was stated that the patient might have been leaving the wicks too long. The representative advised patient to use the wick for 12 hours maximum. It was noted that the patient had been using the purewick product for more than 90 days. It was unknown what medical intervention was provided for urinary tract infection.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential root cause could be due to "inadequate material selection - materials of construction are not biocompatible". It was unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: " discontinue use if an allergic reaction occurs. Not recommended for patients who are: agitated, combative, or uncooperative and might remove the purewicktm female external catheter. Experiencing skin irritation or breakdown at the site. Baw8734929 rev 1 was reviewed and it states " replace the purewicktm female external catheter at least every 8-12 hours or if soiled with feces or blood. Always assess skin for compromise and perform perineal care prior to placement of a new purewicktm female external catheter." Assess device placement and patient¿s skin at least every 2 hours.¿ h11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the patient had been getting urinary tract infections from the purewick female external catheters. It was stated that the patient might have been leaving the wicks too long. The representative advised patient to use the wick for 12 hours maximum. It was noted that the patient had been using the purewick product for more than 90 days. It was unknown what medical intervention was provided for urinary tract infection.